Manufacturer narrative:
The device was not returned for analysis. A review of the production record and corrective and preventive actions (CAPA) were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition and unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in the description of incident are filed under separate report numbers.

Event description:
It was reported this was a venotomy closure of two access sites at the right common femoral vein using the pre-close technique prior to an interventional procedure, one in preparation for a larger sheath and the other a 6f access site. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices at the access site that was being prepared for a larger sheath. The sutures of two new prostyle devices were pre-placed which seemed to take at the time. The sheath was upsized to greater than 8.5f and the procedure was completed. When the rail suture was pulled, following removal of interventional sheath, both sutures pulled out. Hemostasis was achieved via a figure of eight suture. The 6fr access site had a single pre-placed prostyle device in place. When closing off the suture at the end, the suture snapped and the whole suture pulled through. Hemostasis was achieved via a figure of eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.